Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. The unit was programmed with bolus deliveries with the test reservoir and a test infusion set: the liquid exited properly through the test infusion set. The unit was received with cracked reservoir tube lip. (B)(4).

Event description:
The patient's spouse reported via phone call that the patient was hospitalized for a high blood glucose of 350 mg/dl and diabetic ketoacidosis. The patient vomited and was taken to the ER. The insulin pump had stopped delivering insulin. There were constant alarms on the insulin pump. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.